Event description:
Blackened area on rt foot noted. Pulse ox probe changed. The following day another site was found to be warm on rotation of the probe. Pulse ox unit sent to biomedical engineering for evaluation. Infant sustained a .5x .5 cm blacked area on foot.